Event description:
Customer reported the system is missing over 40 saved images. No pt injury was reported.

Manufacturer narrative:
No repair required. This system is a gsp model and only saves 63 static images. A ge rep informed the customer of this. Customer does not want service and will inform staff of limit on saved images.